Event description:
Per the clinic, the patient experienced a loss of osseointegration (date unknown) resulting in fixture loss.

Manufacturer narrative:
This report is filed march 7, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.